Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer troubleshot the issue and determined the occlusion was caused by an issue with the cartridge. Customer changed all pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 160 mg/dl at time of alarm.